Event description:
The hospital reported that the osv ii valve was implanted on (B)(6) 2006 in a (B)(6) baby, to replace the initial valve (unk name). The osv ii was explanted on (B)(6) 2006 following an intracranial hypertension with temporary neurological signs. The valve was replaced. The device is available for investigation.

Manufacturer narrative:
The device has been received for eval. An investigation has been initiated based upon the reported info.